Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were irregularities "plastic fragments" found inside the hub of a 3 ml bd¿ pre-filled normal saline syringe during high pressure infusion. There was no report of injury or medical intervention.

Manufacturer narrative:
As no lot number nor physical samples were provided for evaluation, our quality engineer team was unable to confirm the reported issue nor could they determine a root cause. All syringe material lots undergo an incoming inspection to verify syringe tip ID/od are within specifications. The inspections also includes the visual inspection for foreign matter such as plastic fragments. There have been no failures for syringe dimensions nor foreign matter fragments found within the past year. Please note that the instructions for use for product 306507 do not state compatible with pumps in intended use. A manufacturing investigation was completed using the photo sample. No lot # or actual sample was provided. The customer complaint is related to pump occlusion. The failure mode was not able to be duplicated at the manufacturing plant. Root cause could not be determined from photo sample.